Manufacturer narrative:
The field service engineer replaced the cuvettes since they were overdue to be replaced. The engineer programmed a missing extra wash cycle for the magnesium assay. The magnesium reagent and ldl/hdl reagents were moved to separate reagent rotors in order to avoid carryover. The investigation determined the issue was caused by the missing extra wash cycle. The service actions resolved the issue.

Manufacturer narrative:
The magnesium reagent lot number was 88377401. The reagent expiration date was requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for six patient samples tested with magnesium gen.2 on a cobas 8000 c702 module. No questionable results were reported outside of the laboratory. The initial values did not agree with the clinical diagnoses of the patients, so the samples were repeated. The first sample initially resulted in a magnesium value of 1.72 mmol/l and it repeated as 1.11 mmol/l. When tested on a second analyzer, the result was 1.1 mmol/l. The second sample initially resulted in a magnesium value of > 2.14 mmol/l and it repeated as 0.96 mmol/l. When tested on a second analyzer, the result was 0.95 mmol/l. The third sample initially resulted in a magnesium value of 1.94 mmol/l and it repeated as 0.81 mmol/l. When tested on a second analyzer, the result was 0.84 mmol/l. The fourth sample initially resulted in a magnesium value of 1.95 mmol/l and it repeated as 0.88 mmol/l. When tested on a second analyzer, the result was 0.89 mmol/l. The fifth sample initially resulted in a magnesium value of 1.91 mmol/l and it repeated as 0.81 mmol/l. When tested on a second analyzer, the result was 0.8 mmol/l. The sixth sample initially resulted in a magnesium value of 1.31 mmol/l and it repeated as 0.96 mmol/l. When tested on a second analyzer, the result was 0.97 mmol/l.